Manufacturer narrative:
Approximate age of device ¿ 2 days. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that in the immediate post-operative period, transesophageal echocardiography (tee) exam revealed a large amount of pericardial fluid with compression of left atrium and some restriction of filling of the right ventricle. The patient was taken back to the operating room on (B)(6) 2017 for washout and left with an open chest. The patient's sternum was closed (B)(6) 2017. A chest CT was performed on (B)(6) 2017 which showed a left pleural effusion and a collapsed left lower lobe. Interventional pulmonology was consulted and thoracentesis was performed on (B)(6) 2017. 800 ml of fluid was removed. No additional information was reported.

Event description:
Patient developed post-operatively cardiogenic shock requiring inotropic support which eventually was weaned off. On (B)(6) 2017, patient was noted to have worsening cough with purulent sputum production. Respiratory culture was sent and tested positive for haemophilus influenzae. Consult was placed to infectious disease team and a 7 day course of rocephin was administered.

Event description:
The patient's sternum was closed (B)(6) 2017.

Manufacturer narrative:
Section b5: correction - changed from "the patient's sternum was closed (B)(6) 2017." Corected to " the patient's sternum was closed (B)(6) 2017." Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The patient remained ongoing on vad support until (B)(6) 2017, when the patient ultimately expired due to events unrelated to the device. Pericardial fluid collection is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.